Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2017 with the following findings: during investigation, moisture was found in the battery compartment. The pump was unable to power on. A leak test was performed due to a crack in the battery compartment at the threads to the left side of the grip pad down to the seal. The pump was opened to find no further moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing issue. It was alleged that the battery compartment was cracked and there was moisture within. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.